Manufacturer narrative:
Additional information: b5 corrected data: d10 device evaluation: the device was returned to the service center for evaluation. During functional testing, the unit had flickering and freezing of the image. The reported issue of " the light is either pink or blue despite" was confirmed. Additional functional testing of the video in/video output signals were unremarkable. The most likely cause of the reported issue was due to a faulty dp board.

Event description:
Additional information was requested from the customer regarding the reported event. The customer stated that the camera was inspected and no abnormalities were observed. The automatic brightness adjustment was active. The brightness of the examination light was set at least to the minimum necessary to perform the procedure safely. The endoscopic image was not dark in the nbi observation mode. The examination lamp was not old nor was the objective lens dirty. The endoscope/light guide was connected to the output socket. The video system center/light source cable was connected properly. The video system center was on. There were no foreign objects such as detergent remnants, hard water residue, finger grease, dust and lint found on the electrical contacts. No error message was displayed.

Manufacturer narrative:
The device has not yet been returned for evaluation. The investigation is in progress.

Event description:
Olympus received a report from a user facility stating that while preparing for a procedure, the light on the device is either or pink or blue. The customer contacted technical support for troubleshooting but was unable to resolve the issue. There was no patient involvement.